Event description:
It was reported that a user experienced recurrent low glucose events while using the pump, including an episode at work that prompted ems involvement, and there were concerns about the user pausing therapy and not announcing meals or responding to alerts; device data were requested and logs were reviewed, with insufficient information identified regarding a specific device problem or component. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication and classification as a serious injury or illness. Investigation included communication and interviews with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available and insufficient information to link the event to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial